Event description:
Primary rn was replacing the evd drainage bag per institutional protocol. As rn was disconnecting the old drainage bag from the evd drainage system, the tubing from the old drain bag snapped off and became stuck inside the tubing of the evd drainage system. All clamps remained utilized and the exposed port remained sterile as the new evd system was immediately prepared. Neurosurgery resident responded promptly to replace the evd system. No harm following pt assessment.

Event description:
Primary rn was replacing the evd drainage bag per institutional protocol. As rn was disconnecting the old drainage bag from the evd drainage system, the tubing from the old drain bag snapped off and became stuck inside the tubing of the evd drainage system. All clamps remained utilized and the exposed port remained sterile as the new evd system was immediately prepared. Neurosurgery resident responded promptly to replace the evd system. No harm following pt. Assessment.